Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information blood reported in patients urine with severe abdominal pain. Initial diagnosis was a bladder stone which is unusual with women. Referred to a urologist specialist. After cystoscopy and surgery, it was discovered the mesh infiltrated the bladder which allows the calculi to grow on it; 4 interventional surgeries since 2018. Most recent was 2019. This was an aggressive surgery and a painful recovery which the patient states she is still in. There is a team of specialized doctors trying to prevent the worst-case scenario to prevent having to go in and remove the mesh because where it is eroding into the bladder is 2/3mm from the left under orifice. Very high risk surgery, could lose the ureter and possibly the left kidney. Alternate methods to mesh were not an option for patient - kegel/pessary, etc. Patient reports severe prolapse where organs involved needed repair/placement. Estrogen recently prescribed delivered vaginally to strengthen vaginal and bladder wall, baby aspirin daily.

Manufacturer narrative:
This follow-up MDR is created to document the additional codes.